Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, that the sensor wire was not attached to the sensor pod when removed from the body and was sticking out of the patient's skin. No additional event or patient information is available.